Event description:
It was reported that the procedure was to treat a heavily calcified, 80% stenosed lesion in the left superficial femoral artery (sfa). A 7x100mm absolute pro vascular self-expanding stent system (sess) was advanced and implanted at the target lesion without issue. During removal of the stent delivery system from the anatomy, resistance was met between the absolute pro delivery system and the sheath, and the inner catheter separated into 2 segments in the anatomy, but remained on the guide wire and was successfully removed with the guide wire to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the sheath resulted in the reported difficult to remove. Manipulation of the device resulted in the noted multiple sheath kinks and ultimately resulted in the reported inner catheter/noted tip separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.